Manufacturer narrative:
(B)(4). Eval, results: (arterial/vessel occlusion). Results and conclusion: (narrowing in the distal aorta).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 4.5 cm saccular abdominal aortic aneurysm approx six months ago. Vessel morphology was reported as the aortic neck was 19 mm in diameter proximally and 21 mm distally and it was 2.5 cm in length. There was narrowing in the distal aorta due to the saccular shape of the aneurysm. The bifurcated stent graft was implanted on the right side. It was reported that the right limb occluded approx three months post implantation procedure (ref MFR 2953200-2011-01365). There was no intervention at that time, as there was collateral flow from the left side to the right side. It was reported two months later the pt presented with a cold left leg and upon exanimation the left limb was found to be totally occluded (ref MFR 2953200-2011-01366). The physician inserted a guidewire on the left side then a balloon was inflated several times followed by a thrombectomy with fogarty catheter to remove thrombosis. An aneurx iliac limb was implanted with the contralateral limb from the flow divider down to the left common femoral artery. One week later, the pt had a femoral to femoral bypass and the blood flow was restored. No add'l clinical sequelae were reported and the pt is fine.